Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted. The patient was a participant in the clinical improve (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.